Event description:
During implant, the lead was unable to be inserted through the guidewire. A new lead was used to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The guidewire was able to be inserted to/through the tip of the lead, and the reported event of insertion difficulty could not be confirmed.